Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a little confusion, dehydration and critical hypertension. No further information was reported regarding the critical hypertension, but it was reported that it was due to the hyperglycemic event. The cgm was reading 40 mg/dl and the blood glucose reading was 500 mg/dl. Before comparing the cgm reading with a fingerstick, the patient was given an unknown treatment to make the blood sugar level go up. The patient was treated at home by her son with 7 units of insulin and with water and food, but eventually was brought to the hospital due to the symptom of critical hypertension. In the hospital the patient was treated with more insulin and fluids, but the route was not reported. The patient was discharged on the same day and when the patient was discharged the blood glucose reading was around 200 mg/dl. It was reported that the patient was going to meet with her primary doctor on the day of the report. At the time of the report the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.